Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrections were made to b5, d1, d3, d4, and g4: b5: additional information was received which clarified that the product involved in the reported event was a paclitaxel set. D4: unique identifier (UDI) #: lot number and expiration date UDI are unknown. H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified access set leaked near the drip chamber. This was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.